Manufacturer narrative:
On (B)(4) 2014, the field service rep (fsr) installed a new oxygen (o2) sensor. The suspect sensor was returned to the MFR for evaluation. The unit operated to MFR specifications and was returned to clinical use. This complaint was confirmed by lap evaluation. Per the lab evaluation, the o2 sensor failed calibration when installed into a lab-tested epgs. The output voltage from the o2 sensor was outside of specifications. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas sys (epgs) failed calibration. An error message of "failed calibration" was observed. The perfusionist (ccp) changed out the entire perfusion sys and moved out of service until repaired. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.